Event description:
On (B)(6) 2025, treatment was performed due to a stenotic lesion and de-clotting of fistula in the patient¿s left upper arm. The target treatment area was pre-dilated with 8x4 mustang balloon. A 7fr x 6cm terumo sheath was used to advance the gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) over an .018 x 200cm v-18 controlwire¿ guidewire. Deployment was started when the deployment line broke after about six inches of unraveling. The physician removed the constrained viabahn® device through the sheath with no issues. A new device was used to complete the procedure. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b23: as of today, device has not been returned. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D9: fields were updated as device was returned for evaluation. H6 - code b01: the engineering evaluation of the returned device state: the primary reported failure mode, related to a broken deployment line, was confirmed during engineering evaluation. The deployment knob with approximately 17cm of deployment line attached, was returned separated from the rest of device. There was no report of excessive force used when pulling the deployment line. The root cause of the primary failure mode could not be established with the evaluation. Engineers also observed an exposed strut at the proximal end of the stent. The cause for this damage could not be determined, but they are consistent with damage resulting from an unknown device interaction during insertion/withdrawal, or manipulation of the device either during or after the procedure.